Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not create an RMA for the instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. While a definitive root cause cannot be established without the product returned for failure analysis, the probable root cause is attributed to the light source being turned on or left on while the handheld camera was not in use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the light cable was very hot. There was no direct patient involvement, no injury to the patient was sustained. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that there was no injury or burn to the patient/surgical staff.